Event description:
It was reported that post placement of the vascular stent in the aorta, the stent was found to be elongated up to 93mm and protruded into the right iliac artery. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with the special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. As part of all complaint investigation, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. On the basis of the images provided, a stent elongation could not be confirmed. The stent strut structure could not be evaluated due to the poor resolution of the images. The placement of the stent in the aorta protruding into the right iliac artery could be confirmed. The exact length of the stent could not be determined. Potential factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The stent might have become elongated due to the attempt of micro adjustments or an unintended movement of the system during deployment. The reported application represents an off-label use of the device which also may be a contributing factor. On the basis of the information available, a definitive root cause could not be determined.